Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k310 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k310 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category the complaint kit and smart card were returned for investigation. A review of the data recorded on the returned smart card shows that the prime phase was completed without incident and blood collection began in single needle mode. The purging air phase of the treatment had completed after 181ml of whole blood had been processed. An alarm #45: red blood cell pump alarm (alarm #45) had occurred after 518 ml whole blood had been processed. An alarm #45 occurred three additional times until the operator aborted the treatment. Examination of the received kit found the tri-connector was not completely attached to the drive tube. Dried blood was observed on the lower drive tube at the location of the tri-connector. The drive tube was pressure tested and a leak was identified at the connection between the drive tube and tri-connector. The alarm #45 occurrences were likely due to the leak identified between the drive tube and tri-connector. Review of the manufacturing work instruction verified that manufacturing operators are required to visually inspect the joint between the tri-connector and drive tube to ensure there is no gap present. A device history record (DHR) review for kit lot k310 identified a planned deviation regarding the assembly of the tri-connector. The deviation allows the use of a verified tool to dip the tri-connector into the solvent and insert the tri-connector into the drive tube. Further review of the DHR verified that kit lot k310 passed all lot release testing and no leaks were observed. A review of all drive tube leak/break complaints documented in mallinckrodt's electronic database did not identify any similar occurrences for kit lot k310. The root cause of the drive tube leak is most likely due to a manufacturing operator error during the tube bonding operation. Retraining has been completed with all bonding operators as a result of this incident. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 587 ml of whole blood had been processed when they noticed a blood leak in the centrifuge chamber. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned the kit and smart card for investigation.